Event description:
The subject device was returned for analysis, and it was discovered that the coil (subject device) was found to be prematurely detached/separated during use. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was found to be detached and stuck at the tip of the sl10, the detachment seems to be electrical. The main coil was found to be stretched, the suture was found to be damaged, the main coil was found to be severely kinked/bent at the detachment zone, and the coil delivery wire was not returned. During functional inspection, coil jammed ¿ confirmed during the visual inspection, main coil failed/unable to detach ¿ the coil was found to be detached, and main coil false detachment signal ¿ the coil was found to be detached. An attempt was taken to remove the coil from the microcatheter. The device was flushed, and patency mandrel was advanced; however, the coil could not be pushed out. The coil was pulled out of the distal end of the microcatheter for further analysis. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The main coil was found to be stretched and kinked/bent. The main coil was found to be detached and stuck at the tip. An assignable cause of procedural factors will be assigned to reported/analyzed code 'coil jammed', and to the analyzed codes 'main coil kinked/bent', 'main coil suture damaged', 'main coil prematurely detached/separated during use' and 'main coil stretched' and also to the reported code 'main coil failed/unable to detach' and 'main coil false detachment signal' as this defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.